Event description:
On (B)(6) 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure. During the procedure, it was noted that one device did not properly deploy the implant; therefore, the device was removed from the patient through the sheath. It was noted that once the device was removed from the sheath, the needle had broken off. The procedure was completed with additional implants, and it was noted that the patient only had mild bleeding. Investigation of the returned device on (B)(6) 2023 confirmed that 38mm of the needle was broken but was included with the returned device, and the entire length of the needle was accounted for.